Manufacturer narrative:
The device was not returned to edwards for evaluation as it remained implanted. Excellent durability and low incidence of valve-related complications have been reported in the literature. Despite the low incidence of valve-related complications, it is well known bioprosthetic tissue valves can deteriorate with time and eventually fail. Calcification of valves occurs as a progressive, time-dependent process. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.) And mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. The root cause for the calcification cannot be conclusively determined at this time. It is possible that patient related factors and progression of the underlying disease may have contributed to the event. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No corrective action is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Event description:
Edwards received information that a 25mm pericardial aortic valve underwent a valve-in-valve procedure with a 26mm transcatheter aortic valve due to calcification, structural valve deterioration, stenosis and high gradient leading to symptomatic heart failure. The patient presented with increasing symptoms of heart failure, claudication, and a non-st segment elevation myocardial infarction (nstemi). A preoperative transesophageal echocardiograms (tee) revealed severe stenosis with an elevated gradient across the pericardial aortic valve, mild aortic regurgitation, and abnormal, thickened, immobile valve leaflets which limited the valve opening. Transcatheter aortic valve replacement was determined to be the best surgical option and the patient consented for the procedure. The procedure was completed without complication and revealed a well-positioned valve with trace aortic insufficiency and no significant residual stenosis. The patient tolerated the procedure well and was transferred to the recovery room in stable condition. Per obtained operative notes, the patient presented with increasing symptoms of heart failure, claudication, non-st segment elevation myocardial infarction (nstemi). The patient was also found to be anemic at this time with acute kidney injury and his creatinine went up to approximately 298 to 300. The transcatheter aortic valve replacement procedure was elected given the state of his severe aortic valve disease and his poor renal function. A workup transesophageal echocardiogram (tee) revealed the gradient for his prosthetic aortic valve was elevated. Aortic valve leaflets had appeared abnormal, thickened, and immobile with limited opening. Severe stenosis was also noted. The patient tolerated the transcatheter aortic valve replacement procedure well and was transferred to the recovery room in stable condition.

Manufacturer narrative:
Additional manufacturer narrative: this device is not available for return and evaluation because it remains implanted after a valve-in-valve procedure. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Failure of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis, and/or non-calcific degeneration. In this case, information regarding the valve-in-valve procedure was learned through our implant patient registry and attempts to get additional information regarding the condition of the device at the time of the procedure, patient's medical history and condition post-implant or possible comorbidities have been unsuccessful; therefore, the root cause for the procedure remains indeterminable. If new information becomes available, a supplemental report will be filed. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No corrective action is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported via the implant patient registry that a patient with a failing 25mm bioprosthetic aortic valve underwent a valve-in-valve procedure for unknown reasons after an implant duration of eleven (11) years and twenty-eight (28) days. A 26mm transcatheter aortic valve was used in the valve-in-valve procedure. No additional details have been made available.